Event description:
It was reported by service report that the fuse holder and fuses were missing and the power cord was worn. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fuse drawer was missing.